Manufacturer narrative:
Subvalvular interference or suture loop. Method: device not returned. Additional manufacturer narrative: this device has not been returned for evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. This device currently remains implanted. The customer requested additional echocardiographic assessment to determine the level of regurgitation and possible contributors to the regurgitation of this valve. The echo impressions strongly suggest interference with the leaflets of both the mitral and the native aortic valve and possible suture loop of the pericardial mitral valve. There is no further information regarding the patient and no information on planned explant of this device. However, if new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Through follow up with the health care provider, it was learned this device has been explanted due to a suture loop. However, this device is not available for return and evaluation because it was discarded by the hospital. Therefore, we are unable to confirm the clinical assessment as provided by the health care provider and determine the root cause for this event. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Event description:
Edwards received information that moderate central regurgitation was detected at mitral position in a patient with a 29 mm mitral valve. This device was explanted due to suture loop after an implant duration of three (3.80) months. Through follow up with the health care provider, eight (8) days after implant, mild to moderate central regurgitation was detected in the first echo and it was reaching to the posterior wall of left atrium. Fifteen (15) days after implant, a second echo was performed and moderate central regurgitation was widely blowing and reaching to the top of left atrium. The patient was discharged from the hospital after implant surgery and she was taking diuretic pills for increasing urination in order to decrease circulating blood volume and strain of heart since mitral regurgitation still remained. On postoperative day 114, the device was explanted and replaced with a 31 mm bioprosthetic valve. The surgeon determined that mitral regurgitation was due to suture loop. The device will not be returned for evaluation as it was discarded at the hospital. The patient status was reported as ¿recovering at a general ward of the hospital¿.

Event description:
Edwards received information that moderate central regurgitation was detected in a 29 mm mitral pericardial valve. Reportedly, this valve was implanted without any issue and there was no problem observed right after implant. Eight (8) days after implant, mild to moderate central regurgitation was detected in the first echo and it was reaching to the posterior wall of left atrium. Fifteen (15) days after implant, the second echo was performed and moderate central regurgitation was widely blowing and reaching to the top of left atrium. Patient was discharged and the current condition is not reported. The device currently remains implanted.